Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center reporting that she had felt overfilled and had to do a manual exchange of drain volume (dv) = 3200 ml after therapy on the homechoice (hc) cycler. The technical service representative (tsr) reviewed the programming; tidal, total volume = 12500 ml, fill volume (fv) = 2500 ml, tidal volume = 85%, total ultrafiltration (uf) = 1000 ml, last fill volume (lfv) = 2500 ml, cycles = 4. The tsr explained the tidal therapy to the home patient (hp). The tsr then called the nurse and explained tidal therapy. The nurse said she would follow up with hp later to change to continuous cycling peritoneal dialysis (ccpd). The tsr explained that lfv = 2500 ml. The hp said that she had to do two manual exchanges, dv = 3200 ml and dv = 3100 ml. The hp stated that she was afraid to use hc machine. Per initial report, the tsr arranged a swap of the instrument due to this issue. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) for the hp until the replacement machine arrived. The tsr suggested to follow-up with the nurse about changing program. The hp also reported having abdominal discomfort, abdominal distension / bloating and difficulty breathing. During a follow up with the nurse regarding the report of overfill symptoms, it was revealed that the hp is doing fine and continuing therapy without any issues. Per nurse, hp did not report to her any drain volumes. The nurse did not provide any further information. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). External & internal visual inspections revealed no problems. The log recorded no drain volume amount exceeds the current increased intra-peritoneal volume (iipv) criteria. The baxter's product analysis lab (pal) was unable to confirm that the home patient (hp) drained out 3200ml & 3100 ml by manual drain. Drains that are performed off the homechoice (hc) cycler will not be recorded in the logs or reproducible in pal. The reported iipv- adult was not confirmed in the logs and the cause was undetermined. The device was determined to meet functional and electrical performance specifications. A service history review (shr) revealed that no issues that may have contributed to the reported issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).